Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer was treated with food. The patient has been experiencing low blood glucose level for last night. The customer will monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.